Event description:
A pt was using a millennium oxygen concentrator that allegedly malfunctioned and the pt expired. The reported event occurred in (B)(6) 2007 and the manufacturer was not made aware of this info until (B)(6) 2011. The device has not been returned to the manufacturer for eval. A follow up report will be submitted when the manufacturer has completed the investigation.